Event description:
It was reported that during a right ventricle outflow tract (rvot) ablation procedure, the catheter shaft covering split open. The physician inserted the safire blu catheter into the right femoral vein and as the physician advanced it towards the right atrium, the safire blu catheter was twisting. After several unsuccessful attempts to torque the safire blu catheter into the right atrium, the physician noted the catheter was kinked via fluoroscopy and used force to remove it from the pt. It was noted that the safire blu shaft was removed intact; however, the catheter shaft was cut at the same location in which the kink had been previously noted. The safire blu was exchanged to complete the procedure with no pt complications.

Manufacturer narrative:
(B)(4). We are in the process of evaluating the device. Upon completion of the eval of the device, a f/u medwatch report will be filed.